Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient states they is having a hell of a time charging the implanted neurostimulator. Patient states they will get poor recharge quality and try to reposition the recharger and it will work for a few minutes and then the controller will say "replace controller batteries soon". Patient will reset the controller and then it will start to work again for a couple of seconds and then the charge will stop and the controller will show "replace controller batteries soon". Agent reviewed "replace controller batteries soon" pt states where the cord goes into the part that plugs into the controller - the cord is pulling out and she can see the wires. Agent sent email to repair to replace the rtm. While on the call, patient mentioned that the dr told her that they put the stimulator in a little too low on her back so they puts the coil on it and they will have to lay there for 2 hours to charge. Pt also mentioned she has had other external devices replaced before. Pt mentioned this therapy has been a life saving thing! Pt states she has not had to take any pain medication at all and the therapy covers about 70% of the pain and the other 30 she can deal with. When asked event date pt states "for a long while" then confirmed "within 2024" no symptoms were reported.

Manufacturer narrative:
Model 97755-s, sn (B)(6) was returned for product analysis. Analysis found there was cable insulation is frayed/peeling away on the connector cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.